Event description:
The customer contact reported the pt received more medication than intended. In 2009, at an unspecified time, the device was programmed in the pharmacy to delivery cladribine 48.3mg/100ml, at a rate of 0.6ml/hr, vtbi (volume to be infused) of 100ml, container size of 120ml, and a duration of 168 hours. It was not specified the date that the delivery was started. Eight days later, at 1500, the homecare pt notified the user facility that the solution container was empty. The delivery was expected to be complete the next day, at 0800. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the rptr upon query by hospira personnel.